Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Fell of (off) in mouth - oral-b toothbrush head [device breakage]. Do not fit the toothbrush properly as they are extremely loose - oral-b toothbrush head [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush heads did not fit on the oral-b toothbrush properly as they are extremely loose, to the extent that the first one fell off in their mouth whilst cleaning their teeth. No injury was reported. 31-jul-2023 follow up via digital safety assessment survey: the consumer was a 79 year old female. No injury was reported. 31-jul-2023 follow up via pictures: the suspect product was oral-b power oral care refills precision clean eb20 brush set 4ct. No injury was reported. 02-aug-2023 follow up via e-mail: the concomitant product lot was af550 30518. No injury was reported.

Event description:
Fell of (off) in mouth - oral-b toothbrush head [device breakage] do not fit the toothbrush properly as they are extremely loose - oral-b toothbrush head [device connection issue] product counterfeit - oral-b [product counterfeit] case narrative: consumer via e-mail stated that the oral-b toothbrush heads did not fit on the oral-b toothbrush properly as they are extremely loose, to the extent that the first one fell off in their mouth whilst cleaning their teeth. No injury was reported. 31-jul-2023 follow up via digital safety assessment survey: the consumer was a 79 year old female. No injury was reported. 31-jul-2023 follow up via pictures: the suspect product was oral-b power oral care refills precision clean eb20 brush set 4ct. No injury was reported. 02-aug-2023 follow up via e-mail: the concomitant product lot was af550 30518. No injury was reported. 04-sep-2023 case update from information initially received on 17-aug-2023: the concomitant product was oral-b rechargeable toothbrush handle 3756. No injury was reported. 21-sep-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
21-sep-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.